Event description:
It was reported that noise resulting in oversensing was observed on the device during an unrelated procedure. Provocation testing was performed, and the event was not reproduced. Abbott technical support confirmed the reported event of noise, and suspected the noise was related to the surgery being performed at the time of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.